Event description:
The reporter called for her mother, who lives in vietnam, regarding info on the er1 message and the surestep replacement program. She stated that since she is not living close to her, she is not familiar with her mother's testing techniques, but would pass along the info on correct testing procedures. Upon f/u, the reporter stated that she had spoken with her mother, and that she now understood completely how to use her replacement meter correctly.